Event description:
Had essure implanted in (B)(6) 2010. Confirmed blocked by ob/gyn in (B)(6) 2010. Pregnancy confirmed in (B)(6) 2010. After 3 d&c, I continued to retain tissue and receive positive on blood and urine pregnancy tests. In (B)(6) 2011, I was suspected to have an invasive mole (molar pregnancy) and referred to a gyn oncologist. Watched closely by oncologists and got a second opinion at the mayo clinic in (B)(6) 2011. Eventually, it cleared on its own (no need for hysterectomy, chemo, etc) but caused much turmoil and regular care (missing work, incurring costs, etc.) For over a year. Years later now, my periods have changed and come more frequently, I get more frequent uti's (blood is also detected in my urine) and yeast infections so I take antibiotics prophylactically, my skin and scalp are dry and itchy, my right lower leg and foot are tingly and numb, and I am bloated in my stomach area so I always look slightly pregnant.